Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range, however, the customer "got pump wet in the pool". The customer's blood glucose was 170 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.